Event description:
Us customer contacted cepheid to discuss a discrepant result. Patient nasal swab specimen was collected on (B)(6) 2024. Sample was tested with xpert xpress cov-2 plus on (B)(6) 2024 at 10:29am which resulted as sars-cov-2 negative. Sample was processed per the pi. This result was reported to the physician. Sample was repeated in order to verify the negative results. Sample 1 was retested with xpert xpress cov-2 plus on (B)(6) 2024 at 11:20am which resulted as sars-cov-2 positive. N2 target was amplified with a delayed (>40) CT value. Sample was processed per the pi. Sample was stored at room temperature between tests. This result was reported to the physician. Due to conflicting results, sample 1 was repeated. Sample 1 was retested with xpert xpress cov-2 plus on (B)(6) 2024 at 12:33pm which resulted as sars-cov-2 negative. Sample was processed per the pi. Sample was stored at room temperature between tests. This result was reported to the physician. A second nasal swab specimen was collected from the patient on (B)(6) 2024 at 1:00pm. Sample was tested with xpert xpress cov-2 plus on (B)(6) 2024 at 1:33pm which resulted as sars-cov-2 negative. Sample was processed per the pi. This result was reported to the physician. Customer could not confirm when qc/quarterly maintenance was performed, or decontamination process, but customer does not suspect cross-contamination as root cause. Patient was asymptomatic for covid-19 at the time of testing. Customer reported no death, injury or deterioration in health related to the discrepancy.

Manufacturer narrative:
Us customer contacted cepheid to discuss a discrepant result. Patient nasal swab specimen was collected on (B)(6) 2024. Sample was tested with xpert xpress cov-2 plus on (B)(6) 2024 at 10:29am which resulted as sars-cov-2 negative. Sample was processed per the pi. This result was reported to the physician. Sample was repeated in order to verify the negative results. Sample 1 was retested with xpert xpress cov-2 plus on (B)(6) 2024 at 11:20am which resulted as sars-cov-2 positive. N2 target was amplified with a delayed (>40) CT value. Sample was processed per the pi. Sample was stored at room temperature between tests. This result was reported to the physician. Due to conflicting results, sample 1 was repeated. Sample 1 was retested with xpert xpress cov-2 plus on (B)(6) 2024 at 12:33pm which resulted as sars-cov-2 negative. Sample was processed per the pi. Sample was stored at room temperature between tests. This result was reported to the physician. A second nasal swab specimen was collected from the patient on (B)(6) 2024 at 1:00pm. Sample was tested with xpert xpress cov-2 plus on (B)(6) 2024 at 1:33pm which resulted as sars-cov-2 negative. Sample was processed per the pi. This result was reported to the physician. Customer could not confirm when qc/quarterly maintenance was performed, or decontamination process, but customer does not suspect cross-contamination as root cause. Patient was asymptomatic for covid-19 at the time of testing. Customer reported no death, injury or deterioration in health related to the discrepancy. Review of initial and second repeat of sample 1 and initial test for sample 2, shows no targets detected and normal internal control for all test runs. Review of 1st repeat of sample 1 shows n2 target detection with only late cycle threshold value. There is no evidence of product malfunction. The likely root cause is viral rna at or below the limit of detection of the test. Despite multiple attempts to contact the customer, no response was received. This case will be closed as lost to follow up. Should additional information be received, a supplemental report will be submitted. False positive: false positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress cov-2 plus eua IFU; "positive results are indicative of the presence of sars-cov-2 rna; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. The agent detected may not be the definite cause of disease." Note for section h3 device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2 plus test and the unavailability of that product lot to be returned to cepheid.